Manufacturer narrative:
Insulin pump passed the rewind, current test, unexpected restart error test, basic occlusion, prime/compromised force sensor system, and displacement tests. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was lost as of two days ago. Customer's blood glucose level was not reported.